Manufacturer narrative:
Correction in section d1 brand name and d2 common device name. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information: the device was not sent to the manufacturer for inspection. A technical inspection by the manufacturer could not be carried out and therefore the fault description "looped wire came appart" provided by the customer could not be confirmed. The description suggests that the sling bent during use. This can happen, for example, when tensile/compressive forces act on the sling without it being in operation. The forces generated in this process can cause the sling wire to break. It is not possible to determine from the description whether only the cutting edge has broken or whether the entire wire has detached from the deformation. Based on the available information, the error description, and similar complaints, user error can therefore be concluded. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a patient was in for transurethral bladder tumor resection. In the commission of the planned procedure on (B)(6) 2025, a resectoscope loop electrode became caught by the edge of the resectoscope cannula, causing the looped wire to come apart. The resectoscope was withdrawn, the loop electrode fragment was retrieved in its entirety. The pieces of the loop electrode were examined by the circulating rn's, surgical tech and the surgeon and all agreed that the electrode was removed from the patient completely. The surgeon completed a review of the bladder cystoscopically and found no retained pieces. All related equipment (the resectoscope, the iglesias working element and the resectoscope electrode) were reviewed preoperatively with no defects noted preoperatively. Resectoscopic electrode accidently pulled apart upon removal from the resectoscopic cannula, all pieces removed. Patient examined immediately after retrieval of the broken electrode by surgeon using videoscopic cystoscope and no injury was found. The electrode was replaced, and the procedure was completed without further incident.

Manufacturer narrative:
The device in question is not expected to be returned. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID: (B)(4).